Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure, the device was positioned at the common bile duct. However, it was noted that the tip of the cutting wire was bent. Due to this damage, the preloaded jagwwire guidewire was unable to be passed through the guidewire channel of the sphincterotome. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of cutting wire bent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, during the procedure, the device was positioned at the common bile duct. However, it was noted that the tip of the cutting wire was bent. Due to this damage, the preloaded jagwire guidewire was unable to be passed through the guidewire channel of the sphincterotome. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and kinked, the extrusion at the distal pierce hole was melted, and the cutting wire with anchor had detached from the distal pierce hole but remained attached to the device. From an analysis of the distal end of the device, it appears that the cutting wire melted the extrusion near the distal pierce hole creating a tear in the extrusion approximately 12mm in length. The cutting wire with anchor detached itself from the torn distal pierce hole. The weld-solder integrity of the cutting wire-anchor notch was found to be intact. The working length extrusion was found to be kinked between the green bands at the distal tip. A functional evaluation of the guidewire-device compatibility was performed by inserting a 0.035" jag guidewire through the guidewire introducer. It was found that the guidewire could be advanced through the guidewire but could not be advanced through the distal tip due to the kink. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. The sphincterotome devices are 100% inspected and the twisted, kinked, melted working length and dislodged cutting wire are likely due to customer handling/usage. The investigation concluded that the most probable root cause is operational connect due to the procedural factors.